Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device over delivering insulin. The exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. It could not be determined when or how the damage occurred. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported that the pod over delivers insulin and she remained constantly in hypoglycemia. As treatment the patient applied a new pod. The device was returned and investigation found the soft cannula was observed to be flattened.